Manufacturer narrative:
The fse went on-site tested all products, and passed, including visible and audible alarm notifications. A spacelabs healthcare product support specialist (pss) evaluated the returned event log and found that the module recognized and recorded the patient¿s spo2 values when it drastically declined. The available ics database indicates similar alarms generated, and the central monitor operated according to specifications when tested by a spacelabs field service engineer. H3 other text : placeholder.

Event description:
Spacelabs received a report from biomed that on (B)(6) 2021, a possible failure to alarm at central. A patient death was reported.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.